Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The expiration date is currently unavailable.

Event description:
Loop of suture breakage. The loop of suture broke during acl reconstruction. Changed the new one to complete. There was no adverse event on patient report. Additional event information 5/24/2018: unknown on what color suture broke. The doctor changed to a new device when it broke. Unknown if the original button was removed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. The original packaging and label were also returned, providing confirmation of product code, and lot number. A omnispan meniscal repair system IFU packet was found in the packaging, no information was provided on why that IFU sent with the rigidloop adjustable implant device package. There was no information provided on which color suture broke. The white suture was not returned with the device, which could¿ve been the suture that broke, however this cannot be determined. The blue/white suture, green suture and implant were returned. The blue/white suture seems to be frayed at the distal tip. The green suture was inspected, and had no anomalies. The implant button was evaluated, no anomalies were discovered. Since the device was missing the white suture a complete investigation cannot be completed, therefore a specific root cause for the reported suture break cannot be determined at this time. The DHR review indicated that this batch of devices was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a review of the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).